Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a kink in the soft tip. It was reported that during device preparation, the steerable guide catheter (sgc) had a kink in the soft tip. The sgc was exchanged and was not introduced in the patient. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported kink in the soft tip was not confirmed via returned device analysis. However, it was observed that the braided shaft to be kinked approximately 10mm distally from the marker band. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the kink. There is no indication of a product issue with respect to manufacture, design, or labeling.the device was returned for analysis and confirmed that the kink/bend was not in the soft tip but in the shaft. Therefore, this event is no longer reportable.

Event description:
Subsequent to the previously filed report, additional information was received: the device was returned for analysis and confirmed that the kink/bend was not in the soft tip but in the shaft. Therefore, this event is no longer reportable. No additional information was provided.